Manufacturer narrative:
The manufacturer is waiting for the arrival of the failed IV sets.

Event description:
The user reported a leaking issue with IV sets from the green vent valve. "We infuse primarily biologic medications. The issues have happened on various different products, each running at different rates. We've had a number of instances where the set started leaking while trying to prime the set prior to starting an infusion. Some have leaked after the infusion starts and then others have started leaking three hours into a patient's infusion". No patient harm or injury was involved in this case.

Manufacturer narrative:
The user reported issue was duplicated with one out of ten unopened IV sets from the same lot number. The failed IV set was sent to the contract supplier for further investigation on 04/14/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00076).